Event description:
It was reported that the ilet pump displayed an alert 38 restart related to a motor stall, recurred after a user-initiated restart, and was addressed through guided troubleshooting that included a device restart, removal of supplies, a successful dry run, and a full supply change with replacement supplies shipped; blood glucose was reported as 128 mg/dl and unaffected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem and a failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.